Event description:
It was initially stated that the device was removed due to a staph infection, but later the cause for removal was reported to be the glue used to seal the incision. The pt outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).